Event description:
Boston scientific received information that this device was removed and returned for an unspecified reason. Initial analysis testing revealed that this device memory appeared to be corrupted and failed. It was also noted that a device resets occurred post-explant which maybe an indication of an out of specification condition. The device was forwarded on for further detailed laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be pacing and sensing at reset-vvi parameters. A review of the device's memory revealed that device resets had occurred post explant. The device then followed a series of internal tests to verify the memory data. Since the pacemaker confirmed that invalid values were detected, the device reverted to reset vvi pacing, as it is designed to do. In an attempt to determine the source of the altered memory, the device case was removed. Microscopic visual inspection noted no irregularities in the telemetry coil, external components or the integrated circuitry of the device. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. We continue to monitor field events.